Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device unexpectedly shutdown while transporting a pt via ambulance.